Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips response center (rc) that occasionally the ready for use indicator displays red x and chirps. There was no patient involvement.